Event description:
It was reported that the pta balloon ruptured at less than rpb during the first inflation in the svc and a piece of the balloon detached in te vessel. A surgical cutdown was performed to remove the detached balloon segment. The patient was reported to be doing well post procedure.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. This is the only complaint reported to date for this lot number and failure mode. The device was returned. Based on the sample condition, the investigation is confirmed for balloon detachment and a complete circumferential rupture. It should be noted that per the event reported, a syringe was used to inflate the balloon and a stent was present in the tracking path. Per the current IFU (instructions for use), a luer lock syringe/inflation device with a manometer should be used to inflate the balloon. As a syringe was used, it is unknown if the balloon was overpressurized. In addition, the stent present in the vessel could have contributed to the reported rupture; however, based upon the available information, the definitive root cause for this event is unknown. See scanned page.